Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2015 with the following findings: during testing, the battery compartment was found to be cracked. Unrelated to the complaint, the battery cap was returned damaged with stripped threads. It was unable to attach to the pump; a test cap was used to complete the investigation. Additionally, the display screen was dim and discolored. (B)(4).